Manufacturer narrative:
(B)(4). Additional devices included in this report: tgt3710/7214358. (B)(4). The gore tag thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include aneurysm enlargement.

Event description:
On (B)(6) 2010, the patient underwent a procedure using gore tag thoracic endoprosthesis to treat a thoracic aneurysm. It was reported on discharge date of (B)(6) 2010, the aneurysm measured 60mm. Follow up dates and aneurysm measurement: (B)(6). It is unknown why the aneurysm sac has enlarged and there has been no reported reintervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Revised date of event.